Event description:
It was reported that, during a robotic laparoscopic sacrocolpopexy while suturing the mesh to the vagina, the insulator of the bipolar maryland forceps (bmf) broke. The bmf was removed using the broken instrument procedure as it could no longer be moved. After safely removing the bmf, it was exchanged with a new one. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Part of the white plastic pulley was disengaged and returned. The energy cable was also disengaged. The puck and drive cable were both displaced on the side of the disengaged piece. Functionally, the jaws were not manipulated due to the observed damage. Electrical testing was performed and the bipolar maryland forceps was read with no observed failures. Evaluation of the bipolar maryland forceps confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic sacrocolpopexy while suturing the mesh to the vagina, the insulator of the bipolar maryland forceps (bmf) broke. The bmf was removed using the broken instrument procedure as it could no longer be moved. After safely removing the bmf, it was exchanged with a new one. There was no patient injury.